Event description:
A purchasing manager reported that two patients had intraocular lenses (iols) that were exchanged due to power calculation error. In a follow up phone call with the surgeon for his file, he reported that he was trying to achieve monovision and was off by a half of a diopter. The surgeon was unsure why this happened, but he does not blame the lens. The surgeon reported that he exchanged the iol for the same model, different power lens and the patient was pleased with the results. Additional information has been requested. There are three medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 12/22/2010, 12/23/2010, 01/05/2011, 01/07/2011, and 01/10/2011 by phone, fax, and mail. A completed questionnaire has not been received. Additional information was received in a follow up phone call with the surgeon on 01/10/2011. (B)(4).